Event description:
Healthcare professional reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; fold creases, wear abrasion, delamination of valve, yellow particle in shell. The leak test and microscopic analysis was performed which identified: a curved cracked opening in valve, total delamination of diapherm flange disk, smooth opening on posterior side in the same location of crease. Based on the device analysis the final assessment is: - a crack opening on valve assessed as cracked valve seat diaphragm valve. - a crease smooth opening assessed as fold flaw opening. - delamination of diapherm flange disk assessed as adhesive failure.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device has been explanted.